Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the gastric sleeve laparoscopic procedure, the stapler fired partially then stopped about a 4th of the way on first firing near the pylorus using a 60 black trs reload . The staple line was incomplete at distal. In order to fix the staple line they retracted the knife blade and cut the remaining trs then finished the case with a manual handle. A reload reinforcement material was used in conjunction with the stapling device. The patient is alive and has no injury.